Event description:
It was reported that the while attempting to check patient episodes after an interrogation that the programmer restarted itself and displayed an error code. The error code was cleared by rebooting the programmer and the programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).